Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test electrode belt) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon eval, the pgnd connection was damaged on the distribution node pca board. The cause of the damaged pgnd connection is a detached trunk cable hex crimp connector from the j702 connector. The root cause of the detached connector be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damage connector.